Manufacturer narrative:
(B)(6). Method: the subject device, iw920afs mobile infant warmer was inspected by a trained f&p service technician. Our investigation is based on the information provided by the service technician, customer, previous investigations of similar complaints, and our knowledge of the product. Results: performance testing of the subject device confirmed that the power out alarm was not working and was resolved by replacing the power pcb. Conclusion: we are unable to determine the exact cause of the reported fault. As part of f&p's quality control process, this involved the testing of the power failure alarm of every infant warmer on the production line for functionality, prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance, and functional checks - including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The user manual for the iw920 mobile infant warmer states the following: - "ensure all warmer parts and accessories are checked before returning the device to service." - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces."

Event description:
During device evaluation and performance testing of a iw920afs mobile infant warmer at the healthcare facility in belgium, a fisher & paykel healthcare (f&p) service technician found that the power out alarm was not working. There was no reported patient involvement.